Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01533. It was reported that the patient experienced ineffective stimulation due to lead migration of the l5 drg lead. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is located at l5, therefore both leads are being reported.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire drg system was explanted and replaced. The ipg was replaced electively during the same procedure. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.